Manufacturer narrative:
The device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. The device was tested for flow lines for upstream and downstream occlusion testing and passed both tests. A review of the event history log revealed multiple occurrences of downstream occlusion messages however evidence of downstream occlusion alarms in the log does not confirm or refute the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor values out of specification. The force sensor no-tube and scale factor calibrations will be performed to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the downstream occlusion test, with values exceeding 19 psi (pounds per square inch) during programming/setup. There was no patient involvement. No additional information is available.